Event description:
It was reported that during a percutaneous transluminal angioplasty (pta) procedure, balloon rupture occurred. The 90% stenosed lesion was located in the calcified and moderately tortuous superficial femoral artery. The 4.0 x 40/135 (4f) sterling balloon catheter was inflated to 10atm on the first and second inflations and then on the third inflation, the balloon ruptured at 10atm. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as performance was limited due to anatomical procedural factors. (B)(4).